Manufacturer narrative:
(B)(4). Connecting the patient line to the transfer set before priming the patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The technical service representative explained the alarm to the patient. The patient line was not primed prior to connecting to the homechoice. The technical service representative assisted the patient in ending therapy. The patient was to set up with new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.